Manufacturer narrative:
Stimwave quality has investigated the details surrounding a complaint resulting from a migration reported to stimwave on march 12, 2019, by territory manager. Following a successful trial with the stimq peripheral nerve stimulator (pns) system, the patient had a permanent procedure performed on (B)(6) 2019 in which a stimq receiver stimulator (stq4-rcv-a0) and stimq spare lead (stq4-spr-b0) was implanted next to the peripheral nerves at t5/t6 to treat intercoastal neuralgia. There were no complications during the procedure and the patient was discharged the same day with adequate coverage and pain relief. On (B)(6) 2019, the territory manager was made aware by patient that she was no longer receiving therapeutic benefit. The territory manager met with the patient on (B)(6) 2019 to troubleshoot the patient's system and verify functionality of stimulator. On this day, the patient did not report any new pain, other side effects, or injury. The territory manager was not able to recapture stimulation and recommended the patient make an appointment with her implanting clinician. The territory manager did not suspect any alleged deficiency in the product at these meetings. On (B)(6) 2019 followed up with her implanting clinician and the territory manager. X-rays revealed two (2) device migrations caudally and superiorly. At this appointment, territory manager was made aware by the patient had started physical therapy aerobics three (3) weeks after implantation. On (B)(6) 2019 the implanting clinician completed explant that same day and did not report any complications with the explant procedure. The implanting clinician recommended revising the devices. The patient will be implanted with revision on a later date (unknown to stimwave). Immediately following notification, stimwave quality contacted the territory manager to discuss the events leading up to awareness of the issue and to review. The territory manager stated that the implanting clinician did not comply with the product instructions for use with respect to securing the stimulator and anchoring the receiver. The territory manager recalled that the implanting clinician sutured the two devices together before suturing superficially. The procedure for securing the stimulator instructs clinicians to ensure the stimulator is sutured to the tissue (05-0669-2, page 24, k171366), and for fixating the receiver, physicians may need to cut down in order to find a suitable tissue structure for anchoring (05-0669-2, page 26, k171366). The territory manager did not observe the implanting clinician secure the stimulator; rather, he only fixated the receiver in addition to tethering the devices together as opposed to securing independently. Unknown to the implanting clinician and the territory manager, the patient commenced physical therapy following the permanent implant procedure, which may have caused or contributed to the device migration as significant movement made before the device has fully scarred into place affects the final position of newly implanted device. For this reason, newly implanted patients are advised to refrain from strenuous activity to allow time for scar tissue to help stabilize the devices in the body. The patient did not report any other injury or pain as a result of the migration. It is likely that clinician noncompliance to the implantation procedure and patient noncompliance to post-operative instructions caused the stimulator migration. The source of the issue was not traced back to inadequate documentation of implant procedure, and the device did not fail to meet performance or safety specifications. Stimulator migration is a known adverse event for peripheral nerve stimulators and the stimq pns system and is mitigated as far as possible in the product's risk management file. Stimwave believes that if the implanting clinician would have followed the IFU, securing the stimulator and anchoring the receiver, this kind of adverse event is less likely to occur. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause is attributed to the implanting clinician's noncompliance to migration mitigation steps detailed in the product's IFU. The stimwave product was not the source of the issue. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave's risk management file. Stimwave was in constant contact with the territory manager starting march 12, 2019, regarding the complaint and the root cause investigation. Stimwave confirmed that the implant procedure details steps to mitigate migration, and the product did not fail to meet performance and safety specifications. The source of the issue is clinician noncompliance to migration mitigation steps detailed in the product's IFU. Stimwave has informed all parties that the product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as migration can lead to an injury, and medical or surgical intervention was required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event to the united states food and drug administration (FDA) on april 18, 2019. Stimwave acknowledges that this event is reported late, as stimwave was awaiting additional information about the revision, but no information was made available. In the future, stimwave will utilize supplement reporting to ensure the initial report is completed and any additional information is added when it becomes available to stimwave.

Event description:
On (B)(6) 2019, the territory manager was made aware by patient that she was no longer receiving therapeutic benefit. The territory manager met with the patient on (B)(6) 2019 to troubleshoot the patient's system and verify functionality of stimulator. On this day, the patient did not report any new pain, other side effects, or injury. The territory manager was not able to recapture stimulation and recommended the patient make an appointment with her implanting clinician. The territory manager did not suspect any alleged deficiency in the product at these meetings. On (B)(6) 2019 followed up with her implanting clinician and the territory manager. X-rays revealed two (2) device migrations caudally and superiorly. At this appointment, territory manager was made aware by the patient had started physical therapy aerobics three (3) weeks after implantation. On (B)(6) 2019 the implanting clinician completed explant that same day and did not report any complications with the explant procedure. The implanting clinician recommended revising the devices. The patient will be implanted with revision on a later date (unknown to stimwave).